Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system for approximately 1 year. As a result, the scs ipg became inoperable. Reportedly, the patient is requesting surgical intervention to have the entire system removed as the next course of action.